Event description:
A blood glucose test was performed on a pt. The device read "hi" at 8:58pm. A retest was done at 9:02 pm and the result was 202mg/dl. The pt felt that their blood glucose was low, so they ran a lab. The lab result was 39mg/dl at 9:29 pm and the device result was 39mg/dl at 9:44pm. The pt was given 50% dextrose IV and orange juice and coke to drink. The customer stated that the controls passed. A request was made for the return of the suspect device but the customer stated that they had been thrown away.